Event description:
A facility reported that during a cranial aneurysm procedure, the mayfield infinity xr2 skull clamp (a2114) slipped causing a superficial laceration to the patient. Additional information received indicates that the pin did shift into the sterile field, and that when this was discovered, they removed the pins from the patient's head and rested it on the headboard as they closed the patient. This was discovered at the end of case; the shift must have happened early in the case and they thought the patient had coughed. There was no delay in the procedure as it happened intraoperatively.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The mayfield infinity xr2 skull clamp (a2114) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - on investigation of the returned device, the slippage complaint could not be duplicated. However, it was noted that the right and left pawls were cracked. These were both replaced. The 80lb torque knob was disassembled due to having a residue present inside. The set screw was also replaced due to a loose index knob. All worn components were replaced with new parts. General maintenance and cleaning performed. Unit was not received with the black case. Root cause - compliant could not be confirmed via inspection of the unit. None of the above listed findings were cause for slippage, and when the unit was tested, the slippage issue could not be duplicated. When pressure is applied to the unit after it is positioned properly, the unit does not slip. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.